Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2024, the smell of burning plastic and sparks coming from the back of the homechoice (hc) unit during use. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) machine for the hp until the replacement machine arrived. Corporate product surveillance contacted the hp's nurse, and nurse was not aware of any patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary:the home choice device was received inoperative and a visual external inspection showed no problems. Actual sample evaluated in the product analysis laboratory (pal) for the reported issues of system error (se) 2024, smoke or sparking from the device, and odor. The reported issues of se 2024, smoke or sparking from the device, and odor were not confirmed by review of device logs. Only the odor was identified during pal evaluation and the issues of se 2024 and the smoke or sparking from the device were not encountered during pal evaluation. The device did not meet return instrument test / evaluation (rite) functional test requirements and did not pass rite electrical testing. Assignable cause of the reported issues of smoke or sparking from the device and the odor was determined to be from an overheated j1/p1 connector on the alternating current component (accomp) printed circuit board (pcb). The cause of the se 2024 was undetermined. The additional issue of a failed button verification test encountered during rite functional testing has an undetermined assignable cause, and the additional issue of a failed ground bond test encountered during rite electrical testing has an assignable cause of a loose screw above the door post. This screw holds the door post firmly in place (the doorpost being where the clamp from the electrical test fixture is clamped to) and was tightened during pal evaluation. Device correction to be performed in service.